Event description:
The health professional was unable to read neurostimulator. Interrogation logs from one of the stimulators four months before had shown the device use at 16%, programmed at a continuous mode with upper limits of 10.5 v amplitude and 450 us pulse width for programs 1 and 2. The battery was ok at that time, with 3.06 v. The log showed impedances for three pairs at 500 ohms and 17 ua; all other 25 pairs showed impedance at 761 ohms and <15 ua (out of range current). According to the device registration system, the extensions on one of the systems had been replaced in 2008. It was not possible for the health professional to determine if battery depletion was normal. Both devices were replaced. No symptoms or outcome were reported. A follow-up report will be submitted if additional info becomes available. Please see MFR report #3004209178-2008-04966.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.